Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an e70 alarm, a no delivery alarm, and that the case had cracks on it. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery and motor tests. No excessive no delivery error alarm, motor error alarm or error alarm noted during testing. We were unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had a cracked battery tube threads and minor scratched lcd window. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted.